Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to pierce the cartridge septum with the syringe across multiple cartridges. No impact to the customer's blood glucose. The customer successfully filled a new cartridge.